Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected o bus and cubie failed. User rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 row e was not detected on the bus. A field service engineer powered down the device and reseated the row board cable connections to both the row trays and the drawer controller board. After restarting the station and logging into the hardware test application (hta), the drawer was successfully detected. The fse then performed a functionality test, which completed successfully, confirming normal drawer operation. The system functioned as intended after the field service engineer repaired the device.